Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: no observed openings during the analysis. As per the investigation procedures deformation and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii/iii and rupture. The device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Healthcare professional later reported "possibility of rupture." Device has been explanted.

Manufacturer narrative:
Continued: e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.